Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing numbers: 1627487-2021-00949, 1627487-2021-00950, 1627487-2021-00951. It was reported that the patients leads have migrated, which caused ineffective stimulation. In turn, the patient may undergo surgery at a later time to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing numbers: 1627487-2021-00949, 1627487-2021-00950, 1627487-2021-00951. It was reported that the patient underwent surgical intervention on 24 feb 2021, where in the leads were explanted and replaced. Effective therapy was established post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.